Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece model lens as a piggy-back lens but the lens tore into pieces. The lens pieces were removed with no patient injury, no enlarged incision or sutures. The lens was discarded. Another same model lens was implanted. The manufacturers' labeling does not address the piggybacking of lenses and is off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Device evaluated by manufacturer? No: lens was discarded. Method: work order search. Result.: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).